Event description:
It was reported that approximately one week post implant, during a conversation about electromagnetic interference (emi) and cell phone, the patient mentioned that they "felt woozy" when close to the phone. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.